Event description:
Customer alleged obtaining a discrepant back to back blood glucose results of 330, 177 and 124 mg/dl when testing was performed within 10 minutes on the compact plus system. No hypoglycemic or hyperglycemic symptoms were reportedly experienced. No actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.